Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model#: sc-1132 serial #: (B)(4), description:precision spectra implantable.

Event description:
A report was received that the patient was experiencing a shooting pain in her heart when she pressed a button on the remote. It was also noted that x-ray revealed that there was something loose.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a shooting pain in her heart when she pressed a button on the remote. It was also noted that x-ray revealed that there was something loose.